Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to a difference in sensor glucose and blood glucose reading. The customer reported a blood glucose value of 340 mg/dl treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-5120d1, mmt-1886. Troubleshooting on the hyperglycemic event confirmed that the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time of event. The customer declined to continue with troubleshooting. Troubleshooting on the sensor confirmed that insulin delivery was not suspended due to the reported event and the blood glucose and the sensor glucose value at the time of the event were found to be 340 and 134 mg/dl. No further patient complications were reported. Product return for mmt-5120d1 is not expected. No product return expected for mmt-1886.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.